Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported "palpable small and mobile axillary lymph nodes on both sides diagnosed during the ultrasound" and breast implant illness. Patient reported "severely swollen breasts" and "rippling". Patient also reported "numbness in both arms, pain in hands (patient was diagnosed with psoriasis, "psa", finger polyarthrosis, arthrosis, unspecified on fingers, carpals, metacarpals, joints between the bones on both sides), dizziness, blood flow is no longer guaranteed, difficulty breathing, breast is ice cold and very hard, anxiety, vision disturbance (constantly red eyes), constant fatigue, ringing in ears, pain in chest area, muscle aches, hair loss, dry skin, skin rash, mood swings, difficulty concentrating, forgetfulness", determined to be non device related. This relates to the right side. Device remains implanted.

Event description:
Device has been explanted with resection of the capsular device replacement.

Event description:
Patient representative reported "palpable small and mobile axillary lymph nodes on both sides diagnosed during the ultrasound" and breast implant illness. Patient reported "severely swollen breasts" and "rippling". Patient also reported "numbness in both arms, pain in hands (patient was diagnosed with psoriasis, "psa", finger polyarthrosis, arthrosis, unspecified on fingers, carpals, metacarpals, joints between the bones on both sides), dizziness, blood flow is no longer guaranteed, difficulty breathing, breast is ice cold and very hard, anxiety, vision disturbance (constantly red eyes), constant fatigue, ringing in ears, pain in chest area, muscle aches, hair loss, dry skin, skin rash, mood swings, difficulty concentrating, forgetfulness", determined to be non device related. This relates to the right side. Device has been explanted with resection of the capsular device replacement.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: - anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. - edema: unable to confirm as it is a medical event not related to the device. - wrinkling: unable to confirm as it is a medical event not related to the device. - sensation increase/decrease-ndr: unable to confirm as it is a medical event not related to the device. - pain: unable to confirm as it is a medical event not related to the device. - arthritis-ndr: unable to confirm as it is a medical event not related to the device. - dizziness-ndr: unable to confirm as it is a medical event not related to the device. -varied injuries-ndr: unable to confirm as it is a medical event not related to the device. -lymphadenopathy: unable to confirm as it is a medical event not related to the device. - capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. 03-mar-2023 10:04 (gmt0:00) added by (B)(6). Lab issue: 39135 raised for device photographs. 02-mar-2023 10:20 (gmt0:00) added by (B)(6). Supplemental medical review reviewed. MDR/vigilance decision has been re-reviewed with no further update/change required. 01-mar-2023 14:55 (gmt-8:00) added by (B)(6). A supplemental medical review, from a medical perspective, was performed on this complaint record per the specific request stated by the pmqa staff member. The reported events were previously captured: ¿numbness in both arms, pain in hands (patient was diagnosed with psoriasis, "psa", finger polyarthrosis, arthrosis, unspecified on fingers, carpals, metacarpals, joints between the bones on both sides), dizziness, severely swollen breast, rippling, blood flow is no longer guaranteed, difficulty breathing, breast is ice cold and very hard, anxiety, vision disturbance (constantly red eyes), constant fatigue, ringing in ears, pain in chest area, muscle aches, hair loss, dry skin, skin rash, mood swings¿. The newly reported events should be captured as follows: varied injuries-ndr, non-systemic, minor (severity 2): ¿scar with fibrosis of the corium¿ the event of ¿capsular: "fibrous capsule tissue with focal histiocytic response and mild regressive changes¿ requires no term code as this appears to be normal physiological occurrence.